Event description:
Adverse event: "three cases of suspected endophthalmitis." (Endophthalmitis). Product problem: "no information." (No information [system]). A surgeon reported that 3 cases of suspected endophthalmitis occurred following surgery. On that surgery day, he did 6 surgeries: pts 3, 4, and 5 using a custom pack. Pts 3, 4, and 5 developed suspected endophthalmitis. Two of the pts are improving with antibiotic treatment. One of the pts is still experiencing problems. If the infection does not resolve, the surgeon will do a vitrectomy. Additional information was requested. Additional information was received. The surgeon reported betadine was not used and the pts did not use antibiotics pre-operatively. The endophthalmitis was noted on the first day post-operatively, and no cultures were performed. All three pts are improving and the infections are almost recovered. A systemic antibiotic was prescribed along with tobramycin and fluoroquinolone.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4).